Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, the patient presented with pre-op diagnosis: pseudoarthrosis l4-5; patient underwent following procedures: l4-5 complete discectomy with decompression. L4-5 anterior lumbar interbody fusion. L4-5 insertion of alif spacer with rhbmp-2/acs. As per the op-notes: ¿¿the trial was removed and at the time there was good puncture bleeding but still relatively good preservation of the endplates so the strength was well maintained. Next an alar spacer was selected and rhbmp-2 soaked in collagen sponges placed inside the ala spacer and following this the alar spacer was seated into the resection gap and the distractor was removed. Following this the anterior plate was serially sized using x-rays and we selected a size and contoured plate to fit the spine.¿ patient tolerated the procedure well. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.